Event description:
Customer reports the following: "reported to biomed pump is defective. Biomed found failures in log, ran test infusion and no errors. No patient harm." Preliminary evaluation of the logs indicate that this is a sticking outlet valve issue. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Investigation was not performed, as the pump was not returned. Unit was able to be placed back in service. The issue was resolved after the customer cleaned the pins. While the event is confirmed, the root cause remains unknown since the unit was not returned for investigation. An internal CAPA has been opened to evaluate the issue but the issue cannot be positively linked due to the unit not being returned. Should additional information be made available in the future, the complaint and investigation will be re-opened.